Event description:
It was reported by the affiliate that the (1) h2tuv was used during a prostatectomy procedure. It was reported that when the device was activated, it emitted a strong and troublesome noise. There was also a vibration of the device. The case was completed with another device and with no pt consequence.